Event description:
Patient reported right-side "irregular shape lymph nodes calcification," "pain, burning feeling under armpits and capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "irregular shape lymph nodes," "calcification," "pain" "burning feeling under armpits," and "capsular contracture baker grade unknown."

Event description:
Patient reported, right side "irregular shape. Lymph nodes calcification", "pain, burning feeling under armpits. And capsular contracture, baker grade unknown". Device remains implanted.